Event description:
It was reported that the customer was vomiting and hospitalized for high blood glucose. The blood glucose reading was 599 mg/dl. Reviewed the alarm history and no alarms were recorded in the insulin pump. Ran a self-test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.